Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with a ¿very loud alarm and a pump shut down.¿ customer verified there was no blood in the helium tubing and all connections were appropriate and secure. Customer turned the power back on and called for support. Verified the above and had customer restart the pump, unit restarted without issue. There was no alarm present on the alarm history log. It was suggested changing out the console as unsure of the issue that caused the pump to shut down. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer evaluated the unit and in order to fix the issue fse replaced solenoid driver board and executive processor. Installed b.17 software. Let iabp pump for 3 days without errors on a trainer. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: solenoid control board, pcb, exec processor. These parts were received with the reported unit failure of the pump shutting down. The failure analysis and testing dept. Installed the boards into the cardiosave test fixture and tested the boards to factory specifications per procedure number (B)(4) revision d and the cardiosave service manual part number (B)(4) revision r. After extensive testing and evaluation, the fat could not replicate the failure that the customer experienced. The boards passed testing. Sending the boards to their respective suppliers per procedure number (B)(4) rev. An. The failure analysis and testing dept. Received pcb, exec processor from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier performed in circuit testing and manual testing, and all tests passed. No issues were detected as described. The board passed testing. The failure analysis and testing dept. Installed pcb, exec processor into the cardiosave test fixture and tested the board to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number (B)(4) revision r. The board passed testing. Retaining the board in the fat per procedure number (B)(4) rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The fat dept received part solenoid driver board from the supplier. The supplier evaluation states the following: 1. Perform incoming visual inspection result: found component at location q7 was burned. The fat dept will retain this part as per procedure (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a